Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a forcefx8cs unit was in use when a clinical incident occurred during a carotid endarterectomy procedure. The patient was prepped for surgery with two chlorhexidine with dye alcoholic prep swabs. The customer stated that they waited for the skin to dry and draped the patient. About ten minutes into the procedure utilizing a non-medtronic hand piece, the surgeon noticed that a small amount of smoke was rising from the area of the patients neck. The surgeon smothered the area, removed the drapes and doused the area with saline. The surgeon decided that it was appropriate to continue with the procedure. The device was changed and all the skin prep and diathermy components involved in the incident were retained. The procedure was then completed without further incident. At the end of the procedure, the patient was examined again and an epidermal injury was documented, photographed and dressed with jelonet. The customer indicated that the generator was checked with the diathermy and found it had low output (20ma) under load on monopolar at full power. Requests to obtain additional information and photographs of the patient injury have not been met. No additional information has been provided.

Manufacturer narrative:
(B)(4). The incident unit was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.